Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26203. Related manufacturer reference number: 2017865-2021-26205. It was reported that a patient received a implant of a pacemaker system. Upon completion of the implant, interrogation the right atrial (ra) lead was found to have high ra capture thresholds. The patient passed away later that day, and cause of death was suspected to be embolism leading to cerebral infarction. There is no allegation from the physician that the death was caused by an abbott product.